Event description:
New information received notes that the patient's lead exhibited a recurrence of noise. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No intervention was performed. The patient's health status was unknown.